Manufacturer narrative:
Complaint confirmed. There is clear breakage at the distal tip of the device--the angled portion of the device is missing. The root cause of this failure mode is undetermined, but it is likely due to excessive prying/leveraging of the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a facility representative via e-mail that an ar-8655-06, chondral pick's tip snapped. This was discovered during use in an ankle arthroscopy on (B)(6) 2021. The surgeon brought in an x-ray and was able to safely remove the tip from the patient without any complications. The case was competed by using a new ar-8655-06.